Manufacturer narrative:
(B)(4). Based on the manufacture lot number provided, a device history record review was performed; and no abnormalities of this type were reported. All manufactured product is made from qualified materials that are inspected prior to release to manufacturing for production. In addition, all manufactured product must meet product specification and manufacturing process requirements before final release. The initial information stated that the actual gown worn was not available. However it was recently learned that a representative sample may be available. If the customer returns the product, it will be evaluated and a follow up report will be filed. At this time, no sample was provided. Photos were provided and reviewed. However, without the sample, the issue cannot be confirmed or an investigation completed. Therefore the root cause can not be identified. No corrective action will be taken at this time, we will continue to monitor complaints for any trends.

Event description:
Per customer, nurse experienced severe redness and some peeling of skin. It appeared like a chemical burn. She missed several 12 hour work shifts and most likely saw her personal physician. Customer would not provide any additional information citing privacy.